Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks on two separate days due to oversensing of noise. It was also noted that a few days prior there was an inappropriate untreated episode due to oversensing of noise. This occurred in the primary vector. At in-hospital follow-up, posture changes and provocative maneuvers were performed but could not reproduce the noise. Fluoroscopy imaging revealed a tight bend in the electrode. This s-ICD has been deactivated and the patient is currently being protected using a life vest. Currently, this s-ICD system remains implanted.